Manufacturer narrative:
This is a complete report. The reported issue with the delta monitor was verified. The issue was localized to the a106 printed circuit board assembly which was replaced for the customer to resolve the issue. The board was evaluated at draeger, (B)(4) and the root cause was determined to be a component (v193 transistor) that was shorted and not functioning. The component was replaced and the pcba was system tested with no errors. This is an isolated incident.

Event description:
On (B)(6) 2017 it was reported that a delta monitor powered down and would no restart. The shutdown occurred prior to patient use. There was an alleged report of a malfunction, but if there was a recurrence, this malfunction would not be likely to cause or ...